Manufacturer narrative:
The vpap IV device was returned to resmed for an investigation. Review of the device data logs revealed an alarm (107a). Based on all available evidence, the investigation determined that the reported complaint was due to liquid contamination of the motor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The vpap IV user guide provides the following indications for use: - ¿the vpap IV and the vpap IV st are intended to provide non-invasive ventilation for patients with respiratory insufficiency or obstructive sleep apnea (osa), in the hospital or home.¿ it is not intended to be used as a life support ventilator, as this device does not offer therapy and device alarms, and does not have internal battery. It is only intended to provide ventilation to a spontaneously breathing patient as it is not a life support ventilator. In the event of device failure, an indicated patient would be able to continue breathing spontaneously until an alternative means of ventilation support can be provided. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using a vpap IV device experienced desaturation to 30%, chest tightness and shortness of breath when the device allegedly stopped operating unexpectedly. The patient was removed from the device and placed on another device.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The vpap IV user guide provides the following indications for use: ¿the vpap IV and the vpap IV st are intended to provide non-invasive ventilation for patients with respiratory insufficiency or obstructive sleep apnea (osa), in the hospital or home¿. It is not intended to be used as a life support ventilator, as this device does not offer therapy and device alarms, and does not have internal battery. It is only intended to provide ventilation to a spontaneously breathing patient as it is not a life support ventilator. In the event of device failure, an indicated patient would be able to continue breathing spontaneously until an alternative means of ventilation support can be provided. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using a vpap IV device experienced desaturation to 30%, chest tightness and shortness of breath when the device allegedly stopped operating unexpectedly. The patient was removed from the device and placed on another device.